Manufacturer narrative:
(B)(4): the customer reported an intermittent speaker inop with the bedside monitor. No pt harm was reported. The available information is not sufficient to determine if there was an audio failure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported an intermittent speaker inop with the bedside monitor. No pt harm was reported.